Event description:
This event occurred in (B)(6). It was reported that a nanocross elite over-the-wire pta balloon catheter was advanced by guidewire but it would not advance, so another product was used to successfully complete the procedure. No injury occurred to patient. Evaluation of the returned device was completed (B)(6) 2016. The reported event could not be confirmed. The device accepted a guidewire during testing. However, during review of the manufacture records for this device it was found that this product was used after its labeled expiration date of 2015-08-16.